Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the catheter had no resistance at all when they started the study which was completed successfully. However, when they removed the catheter, it would not come out. The customer tried a little pressure but it was still not removed. The customer put the catheter back down the patient's stomach and pulled it up again. They applied a bit of pressure to get it out and the patient's nose started to bleed. No intervention was done for the nose bleed. The catheter worked correctly during previous procedure. There was no medical intervention needed.